Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture visible in the battery compartment. It was note that the battery compartment and battery cap had stripped threads. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-mar-2018 with the following findings: a review of the black box showed no power on reset events. The battery compartment was cracked on the side at the threads. No stripped battery compartment threads were found. Corrosion was found in the battery compartment. The battery cap was unable to maintain an electrical connection a test battery cap was used to complete 24 hour duration testing successfully. No power on reset events were duplicated. The battery compartment had a leak. The pump cover was removed to find no further evidence of internal moisture or damage to the power circuit.